Event description:
When patient circuit was attached to the filter box of a vapotherm precision flow humidifier it did not click in so it came loose and it leaked water. The event was discovered because of water leaking from the connection onto the floor. The only way we could have prevented it was to make sure the circuit is completely pushed in and the clip that holds the circuit clicks in, but staff does not feel this would totally fix the problem. Manufacturer response (as per reporter) for vapotherm patient circuit, vapotherm patient circuitmanufacturer provided rga# for product return evaluation.